Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is meant by primary failure to close? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the mesh was implanted. It was also reported that primary failure to close occurred and the patient underwent a surgery to close epithelium as day case. Additional information has been requested.

Manufacturer narrative:
Date sent to FDA: 12/26/2017. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.